Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this pacemaker exhibited multiple high out of range pacing impedance measurements of greater than 2000 ohms on the right atrial and right ventricular channels. In clinic, provocation maneuvers produced no noise and there was no abrupt changes in impedance when performing these maneuvers. No changes were made and the pacemaker remains implanted and in service. No adverse patient effects were reported.